Event description:
The physician attempted an arteriotomy closure using the tsl 6 fr. Closer s device. The device was inserted and deployed in standard fashion. While pushing the knot down with the knot pusher, the tip broke off. The physician attempted to retrieve the tip from the pt's body, but to no avail. The physician elected to leave the tip in the pt and not send the pt to surgery.